Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint likely led to device electronics failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The device explantation report form states that the patient has no benefit from the device. As per device explantation report, a device malfunction contributed to explantation. Further information states that the patient also had pain and the sound was lost suddenly, although no trauma/accident was reported.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device explantation report form states that the patient has no benefit from the device. As per derf, a device malfunction contributed to explantation. Further information states that the patient also had pain and the sound was lost suddenly, although no trauma/accident was reported.